Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 38 mg/dl. The customer treated with juice and cheerios. Troubleshooting was declined for the low blood glucose. The customer was advised to monitor his blood glucose and call back if the hypoglycemia continues. The insulin pump was not returned or replaced.